Event description:
The customer reported elevated troponin I (accutni) results, for multiple pts, involving unicel dxc 880i synchron access clinical system. This report refers to pt number 3. Subsequent testing results crossed clinical reference ranges. The erroneous results were reported out of the lab and corrected reports were released to physicians. There was no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(4) 2009 and discovered some peri-tubing was flattened and tubing to be very yellow. The fse replaced the peri-tubing and the aspirate and dispense probes. The fse completed high sensitivity (hs) sys check and troponin precision test. Sys test results conformed to the MFR's published specs. The customer has established protocol of re-evaluating all troponin results that are greater than 0.1 ng/ml. Retest pt samples are aliquoted and re-centrifuged prior to analysis. Qc performed on (B)(4) 2009 was within range but was out of range (>7 - 8 standard deviation) on the same day. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-03800, 03801, 03803, 03806, 03807, 03809, 03810, 03812, 03814, 03854.